Event description:
It was reported that the patient had a loss of therapeutic effect from their implantable neurostimulator (ins) and was taking antibiotics for a urinary tract infection which started 8-9 days ago. It was also noted that after the patient increased the stimulation, after one day, the stimulation sensation would go away. The patient thought they had to feel the stimulation all the time. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0jsn9, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).